Event description:
A caller reported a cartridge alarm during the load process. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge using the proper technique, allowing them to successfully resume insulin therapy, and the issue was resolved.